Event description:
It was reported that the patient developed a bacteremia e. Faecalis infection. The implantable pulse generator (ipg) system was removed. Antibiotics were required. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: a2dr01 ipg, implanted on: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.